Event description:
It was reported that an ilet user experienced extreme blood glucose variability with readings as low as 34 mg/dl and as high as 603 mg/dl, announced meals to correct highs contrary to instructions, had an incorrect weight entered in the ilet, noted device time inaccuracy, experienced a low blood glucose of 48 mg/dl while on the phone, and reported being disconnected from the ilet; the user uses a steel infusion set and rotates sites. Symptoms included hyperglycemia and hypoglycemia. Outcomes included unexpected medication intervention with oral glucose and were also characterized as serious illness or impairment. Investigation included communication and interviews, and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified involving improper or incorrect procedure or method, and relevance of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.